Event description:
It was reported that during the use of the product, the pilot balloon got detached from the inflation line. No patient injury.

Manufacturer narrative:
H10: device evaluation: one used decontaminated sample 10009163-004 8mm deht blu suctionaid sub-assy was returned for investigation (see photo of sample). Under visual inspection we noticed that inflation line was detached from pilot balloon. 10001429-004 infl. Line s/assy soft-seal 8mm is assembled in smiths medical tijuana therefore secondary investigation object was created with purpose to capture component investigation. Similar customer complaints have been recently received therefore internal non-conformity report ncr-000928 was created with purpose to evaluate this issue. Smiths medical tijuana site confirmed that no more physical complaint samples are needed for investigation therefore sample is kept in smiths medical czech republic. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.